Event description:
During the trial period of an evoke spinal cord stimulation (scs) system, the patient presented to the hospital for evaluation of chest pain. The patient reported their symptoms improved when the evoke scs system was turned off. The trial leads were explanted. The patient is confirmed to be recovering.